Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation could not replicate the customer reported complaint. However, the error was confirmed via error/system logs to have occurred on the degree of freedom (dof) 3. The usm was tested on in-house system and passed normal mode. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed all tests performed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer reported repeated 23210 error. The customer called intuitive surgical, inc. (Isi) technical service engineer (tse), after the issue and they performed a system reboot, but the problem was still intermittent. The customer converted to another dv system, and the procedure was finished with a delay of less than 15 minutes. There was no issue with the patient and the procedure was completed as planned. The isi tse reviewed the logs and found error 23210 pointing to the universal surgical manipulator (usm) 1. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental report will be submitted when the manufacturer's investigation is completed.